Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 91 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device was received with minor scratches on the display window, a cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.